Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hemorrhage was unable to be determined. The reported hypotension is a cascading event of the reported hemorrhage. The reported patient effect of hemorrhage and hypotension, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This will be filed to report a hemorrhage and hypotension. It was reported that a mitraclip procedure was performed to treat recurrent mixed mr grade 3-4 due to the previously implanted clip detaching from the anterior leaflet. It was noted that while inserting the steerable guide catheter, bleeding of the vena iliac communis was observed. Subsequently, the procedure was aborted with no additional clips implanted and no change in mr. A stent was placed, and the patient was transferred to the intensive care unit. In the treating physician's opinion, the cause of the bleed is unknown and it cannot be determined if it was mitraclip related. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae.